Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Customer technical service advised the customer to recalibrate the assay and repeat patients' samples. The customer was asked to callback if further assistance was needed. No further customer contact was indicated. No root cause was determined for the elevated s0 rlus.

Event description:
The customer reported that on (B)(6) 2011 cardiac troponin (accutni) no value results with instrument generated flags were generated on the access immunoassay system for six patient samples. The instrument flag was a unl flag which is associated with relative light units (rlus) in relation to specified thresholds. The patient samples were repeated on a different instrument and repeat accutni results were generated which were higher and regarded as valid. The actual repeat results were not provided by the customer. Data supplied by the customer indicated that the accutni no value results with instrument generated flags were caused by s0 calibrator rlus which were higher than customer established quality control release data. The initial accutni no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information, sample handling/collection and system information was not provided by the customer. No system errors were posted to the instrument event log.